Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. This device was explanted and replaced. The device was disposed of and is not expected to be returned for analysis. No additional adverse patient effects were reported.